Event description:
An aneurx abdominal stent graft system was implanted in a patent for the endovascular treatment of an abdominal aortic aneurysm approximately 6.5 years ago. Aneurysm and vessel morphology at the time of implant were not reported. Approximately 3 years ago, the aneurysm measured 40 mm x 36 mm by CT. It was reported that the patient recently presented with leg pain and was hospitalized for congestive heart failure. CT revealed that the aneurx stent graft (MDR#2953200-2009-11117) has migrated distally approximately 45 mm without an endoleak and that the aneurysm has expanded to 68 mm x 67 mm. The proximal aortic neck diameter was 27 to 32 mm, and the proximal body of the graft is also folded over. The left iliac aneurx stent graft limb, is thrombosed due to a kink at the flow divider and is the cause of the patient's leg pain. The primary cause of the migration is attributed to disease progression and aortic neck dilatation with a secondary cause of aneurysm expansion. The physician elected to implant a stent graft from another manufacturer to intervene for the migration; however, that graft could not be advanced because of a significant kink in the body of the bifurcated stent graft. Therefore, the physician elected to convert the patient to open repair, with successful results. The aneurx bifurcated stent graft was explanted, while the aneurx limbs were left in place. No additional clinical sequelae were reported, and the patent is stable.

Manufacturer narrative:
Results and conclusions: arterial and venous occlusion. Patient's condition affected effectiveness of device. Aneurysm expansion.